Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Additional information indicates that the device was explanted for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery was getting lower over the past year. It was reported that several months ago it had 1.5 years of remaining longevity and then recently dropped to less than 6 months. Threshold auto capture was on and magnet rate was 100 beats per minute (bpm) a couple of months ago, and at present became 90 bpm. Furthermore, thresholds have been varying and recently outputs were high at 3.2 volts (v). Boston scientific technical services (ts) advised to follow up with the patient more frequently to catch when elective replacement time (ert) is reached. An attempt to obtain additional information from the field was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.